Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 32 x 3.50mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the tip of the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 32mm x 3.50mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent identified no stent damage. The crimped stent outer diameter was measured by snap gauge and the result was max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break located 21.7cm distal to distal end of strain relief and multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. An examination (visual and via scope) found no issues with the tip. No other device issues were noted during analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 32 x 3.50mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the tip of the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.